Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via manufacturer representative reported the patient had a violent dorso-lumbar trauma with reappearance of incontinence. The patient's stimulator was reprogrammed. The event was assessed as not serious, not related to the stimulator or procedure but a safety assessment noted it was possibly related to the neurostimulator. No diagnostics were done. No surgical intervention occurred or was planned. The event outcome was resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved (B)(6) 2015.